Event description:
It was reported there was erosion at the implant pocket and the implantable neurostimulator (ins) was "tilted and poking towards the skin." It was noted there was no open sore, but the ins was going to be repositioned to avoid further complication. It was further noted the patient experienced pain at the device pocket.

Event description:
It was further reported that the surgery to reposition the ins was successful. The manufacturer representative last had contact with the patient on 2013-(B)(6) and at that time they were getting effective therapy.

Manufacturer narrative:
Product ID: 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID: 37754 lot# serial# (B)(4), product type recharger product ID: 37744 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).